Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties in addition to the subsequent device embedded in tissue or plaque and unexpected medical intervention (additional therapy/non-surgical treatment) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional graftmaster rx device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation in the proximal right coronary artery. The 4.5x16mm graftmaster covered stent failed to cross due to anatomy. Therefore, another 4.0x16mm graftmaster was attempted to cross; however, failed due resistance with anatomy. When attempting to remove the graftmaster, it was pulled back a bit, resistance was felt with anatomy and the shaft separated. The separated portion was embedded into the vessel using an unknown drug coated stent. A third 4.5x19mm graftmaster was used successfully to cover the perforation. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.